Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the nasogastric (ng) tube was placed post-pyloric tube on (B)(6) 2021 without difficulty. It was noted on (B)(6) 2021 the device was clogged. The user facility used a creon and bicarb mixture to successfully declog the device. On (B)(6) 2021, it was noted that ng output was of tube feeding color. An x-ray was performed and noted the ng tube was fractured. The x-ray results noted "gastroduodenal foreign body (fractured feeding tube fragment). Plain film from (B)(6) 2021 with fragment traversing proximal stomach to proximal jejunum. No evidence of injury or perforation." An esophagogastroduodenoscopy (egd) was completed on (B)(6) 2021 with an uncomplicated successful removal of fractured tube remnant. A new device was placed on (B)(6) 2021 to resume tube feeds.

Manufacturer narrative:
All information reasonably known as of 01 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.